Manufacturer narrative:
Device evaluated by MFR: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A trunk-ipsilateral leg component was implanted to a right leg. A contralateral leg was implanted as a left leg. On (B)(6) 2022, the patient presented with right leg pain. A computed tomography revealed a device occlusion. The proximal part of device was ballooned to protect and a thrombectomy of the right leg was performed by fogarty. A gore® excluder® aaa endoprosthesis and a gore® viabahn® vbx balloon expandable endoprosthesis were implanted into the tortuous part of the right leg of the trunk-ipsilateral leg component. Angiography revealed good condition of the right leg, however it showed an un-contrasted area at right side in the trunk. An aorta extender was implanted into the trunk with suspected thrombo-migration. An angiography revealed no issue. The patient tolerated the procedure. The physician stated that the occlusion was not predictable on postoperative computed tomography.